Event description:
It was reported that the user discontinued ilet use after experiencing unstable blood glucose and frequent weight changes, with the clinician noting blood glucose levels as low as 30 mg/dl and the user not recalling a specific precipitating event. Symptoms included hypoglycemia. Outcomes included product discontinuation. Investigation included a review of the reported history and user feedback, along with troubleshooting guidance to donate or dispose of remaining supplies. Investigation of this case revealed no device alarms or alerts reported and no specific device malfunction identified, and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.